Event description:
It was reported via a legal summons and complaint that the patient "suffered a serious personal [and] bodily injury...[and that the product was in] a dangerous and defective condition...without proper instructions for use and/or without proper warnings." Further information from trimedyne's counsel was that the surgeon allegedly performed a procedure "at the l4-5 disc location" and "purportedly burned the l5 nerve route with the laser, which resulted in the plaintiff having a very bad foot-drop condition." Furthermore, it was reported by plaintiff's counsel (via trimedyne's counsel) that "the disability is quite serious, and plaintiff has difficulty ambulating...[and is] so severely disabled that plaintiff is unable to maintain plaintiff's employment. As a result, at this time, plaintiff is apparently out of work on disability." Plaintiff's counsel advised trimedyne's attorney that "the device operated properly."

Event description:
It was reported via a legal letter that from a sworn statement of the attending physician in this procedure that no laser equipment was utilized. The sworn statement further stated that no equipment mfg by trimedyne was used for the treatment of this pt.